Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock. Oversensing was observed. The lead was explanted. The patient was in good condition.